Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedance measurements on this right ventricular (rv) lead. At the time the alert was displayed, the patient was in a hospital setting due to a leg wound, and a chest x ray and CT scan were performed. Boston scientific technical services (ts) was consulted and discussed the low shock lead impedance measurements obtained were possibly due to electromagnetic interference (emi). Ts recommended interrogating the device to confirm shock impedance measurements. No adverse patient effects were reported. At this time, this device system remains in service.